Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was leakage at the luer connection of the bd luer-lok¿ syringe with detachable needle. There was no report of exposure, injury, or medical intervention noted.

Event description:
It was reported that there was leakage at the luer connection of the bd luer-lok¿ syringe with detachable needle. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Investigation summary: no sample or photo was returned for investigation. Unable to perform DHR as a lot number was unavailable. Investigation conclusion: unable to determine a root cause.

Event description:
It was reported that there was leakage at the luer connection of the bd luer-lok¿ syringe with detachable needle. There was no report of exposure, injury, or medical intervention noted.